Event description:
It was reported that the bd luer-loks were cracked. The following information was provided by the initial reporter: rcc received a complaint via email. During batch review for release documentation was noticed within the batch record that 2 syringes were cracked. At this time, a product complaint was created. The units are not available for return and no pictures were taken. 10/31/2024 sterile syringe tray 10ml 309605 lot#: unknown / 4088616 (1080 used) or 4088615 (720 used) cracked syringe = 2. Additional information provided: please confirm the exact location of the crack in syringe. Unknown. The syringes were not provided to quality, no pictures were taken, and they were thrown away.

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.